Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during the implant procedure of a left ventricular assist device (lvad), the apical cuff was sewn into the left ventricle apex; however, when the pump was locked into place it would spin 360 degrees easily. The issue was confirmed by the yellow line (marker) not showing and with manual manipulation. Disengaging and re-engaging multiple times had the same results. There was no adverse event to patient.

Manufacturer narrative:
Pt information and MFR information correction.

Manufacturer narrative:
Device returned to manufacturer date has been entered. Manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event. The evaluation could not conclusively confirm a device related cause for the reported event. The heartmate 3 lvas was returned assembled and initial inspection found the left arm of the cuff lock appeared visibly bent. The apical cuff was not returned with the pump. The cuff lock appeared to slide freely upon manipulation. When moved into the lock-out position, the locking arms were found to be asymmetrical and the left arm was not in the lock-out track. The deformation of the left arm did not appear to affect the locking ability of the cuff lock. The cuff lock was unable to proceed beyond the lock-out position with no apical cuff in place, as intended by design. A test apical cuff was then inserted around the inflow cannula, and the cuff lock engaged into the locked position without resistance. Review of the device history records found that the heartmate 3 lvas passed all inspection and testing of the cuff lock. The evaluation could not conclusively determine when the left arm was bent out of specification. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no anomalies or evidence of damage. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The pump appropriately ramped up to selected speeds and was within the normal working limits. The retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The pump operated as intended. The center opened another pump and the new pump was successfully locked into place. It was reported that no adverse events occurred and the patient was asymptomatic. The surgical procedures section of the heartmate 3 lvas IFU provides guidance on how to insert the pump into the ventricle and includes steps to ensure proper engagement of the cuff lock. This section also warns that, during the implant process, a complete backup system must be available on-site and in close proximity for use in an emergency.